Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a high temperature alarm, equipment is used continuously for five to six hours. There was no patient harm reported.